Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to high impedance, a capture anomaly and lead fracture. No further information is available at this time.